Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death, stroke, hemorrhage and patient complications are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that an unknown time post stent implant procedure the patient came in with acute right sided middle cerebral artery (mca) stroke and unspecified treatment was administered. Several computerized axial tomography (cat) scans were obtained to assess the progression of her stroke which showed worsening severe entire right cerebral hemisphere infarct with mass effect, herniation, midline shift, and intraventricular hemorrhage. She continued to have no clinical response of improvement and was in a coma the entire time. The tube was ultimately removed and the patient later died. The cause of death reported was respiratory failure secondary to progressive cerebral vascular accident (cva), massive, with herniation, mass effect, intraventricular and intracerebral hemorrhage.

Manufacturer narrative:
This is 2 of 2 reports for this event. The subject device remains implanted.

Event description:
It was reported that an unknown time post stent implant procedure the patient came in with acute right sided middle cerebral artery (mca) stroke and unspecified treatment was administered. Several computerized axial tomography (cat) scans were obtained to assess the progression of her stroke which showed worsening severe entire right cerebral hemisphere infarct with mass effect, herniation, midline shift, and intraventricular hemorrhage. She continued to have no clinical response of improvement and was in a coma the entire time. The tube was ultimately removed and the patient later died. The cause of death reported was respiratory failure secondary to progressive cerebral vascular accident (cva), massive, with herniation, mass effect, intraventricular and intracerebral hemorrhage.